Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting device return.

Event description:
Device/procedure outcome: unable to use device - attempted, procedure - no information available. Patient outcome: f11: minor injury/ illness / impairment. Event description: per email, it was reported that: detail: part of the wire became lodged in the tricuspid valve when the physician was attempting to remove it. It is believed that the insulation separated from the wire causing fragments to be lodged in the tricuspid valve. Event date: no value found as reported device codes: 1103: coating issue. As reported patient codes: 9289: unretrieved device fragments (udf). Country of event: united states. Returned product expected: yes. Related product upn #: m001491561. Related product batch/lot: 0010019530. Related product family: starter. Material number: m001491561.